Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the outer insulation had a cosmetic cut and the lead was damaged at implant; full lead returned and analyzed.

Event description:
It was reported that the lead showed high thresholds at implant. The lead was not used and was replaced. No patient complications were reported as a result of this event.